Event description:
The user's hearing performance with the device was affected. The user reported a shocking sensation around the implant site which also extends to her right ear and cheek. She reports this sensation with the audio processor (ap) in place and also when not wearing the ap. Re-implantation took place on (B)(6) 2021. This report refers to 9710014-2021-00473. For further information please refer to this report.